Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer. Caller declined further troubleshooting and planned to call back if necessary. No further action was required as event dates could not be gathered.